Manufacturer narrative:
(Phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation:device photograph(s) for the device related to the reported event of rupture was reviewed on may 19, 2022. Visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Device evaluation:visual analysis of the returned device identified: underweight, broken shell, and wear abrasion. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced with non-allergan device.